Manufacturer narrative:
Product has been requested to be returned but has not been received for eval. Note: this submission is based solely on the customer report only. Posey instructions for use has a statement: proper handling and use: if the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe if the audible alarm does not sound. (B)(4).

Event description:
Customer reported that the alarm does not sound when the magnet pull cord is detached from the alarm. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm reported. No pt incident or injury reported.